Manufacturer narrative:
Concomitant medical products: product ID 977c165 , serial# (B)(4), implanted: (B)(6) 2019 , product type :lead; product ID 37751 , serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that approximately 2-3 weeks ago the patient started oozing clear, odorless fluid from over the lead implant site. No contributing factors were known. The patient denied pain, odor, and fever. They stated they keep a bandage over it. The patient was provided listing of healthcare providers. No patient complications were reported as a result of this event. No new information. Additional information received from the manufacturer representative stated the patient has an appointment with (B)(6) 2020. They instructed the patient to make an appointment with his primary care doctor immediately, and/or go to the emergency room but the patient refused. Patient reports that he will wait to be seen on (B)(6)2020. The patient reports that his girlfriend is an nurse and has been taking care of the wound. Additional information received. Patient saw the another hcp this week since the implanting physician is no longer practicing in the area, who then cultured the site that was ¿oozing liquid.¿ hcp then referred patient to his colleague, to look at the site since he would be the physician to explant the device if necessary. Hcp stated that the culture came back with e. Coli results and decided to put the patient on a 2 week course of antibiotics before determining if the device needed to be explanted or not. Both sites seem to be draining but the patient has not experienced any fever or other issues. He will return to clinic and an update will be made then. Additional information was received from the rep. It was reported that it is the infection issue that is going on. Rep confirmed that it is the same ongoing issue already reported. He added that patient is extremely difficult and does not respond to communications. The rep has tried to reach this patient several times with no luck. The last rep heard from patient was on (B)(6)2022, via a text message in which patient asked about seeing what is necessary to get the device removed. Pt has not been able to charge it for a while; had hoped that might help with the infection. It¿s still there but not as bad as it was. Rep asked patient to meet up so he can look at the device, but patient did not respond. Rep added that last fall (maybe (B)(6) 2021), the hcp tried to get pt to come in and have the device removed, but patient refused. Pt said his girlfriend is a rn, who takes care of his wound.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated that patient messaged them stating the device was being replaced on 3/30.